Event description:
A hospital in (B)(6) reported via a distributor reported that water did not flow into mr290 humidification chambers. The chambers were tested by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. A batch review was performed for potentially associated lots (h10h26055 and h10g14038) with no issues noted during the manufacturing process. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient "went swimming and did not use proper procedure." On an unknown date in 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. The patient was recovering from the events.